Event description:
Additonal information received indicates that the implantable cardiac monitor was explanted due to infection.

Event description:
It was reported that the patient presented in the clinic with pocket erosion at the implantable cardiac monitor (icm) site. The icm was explanted due to erosion. The patient's condition was stable.

Manufacturer narrative:
Further information requested but was not received.